Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure at 228,425 joules and 23:42 minutes, "the entire metal end of the fiber detached completely" inside the patient, not while cleaning. Forceps were used to get the tip to the end of the scope and then it was flushed out of the patient. The fiber tip was cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber. There was no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of glass cap and metal cap is detached and returned; the glass cap exhibit severe devitrification at output window; the metal cap exhibits severe char on surface; the outer flow tubing open end wall integrity is compromised and exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.